Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that blood and tissue was found inside the helix, removed with alcohol and helix operates within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix was tested before insertion and it did not have any issues; however, after several attempts to fix the lead, extension of the helix could not be performed. It was attempted using pinch-on tool over 10 times, nonetheless, the marker for extension could not be observed under fluoroscopy. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.